Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked the following information was provided by the initial reporter: blood gushes out of the catheter when the cannula is withdrawn. Users complain that blood gushes out of the catheter when the cannula is withdrawn.

Event description:
Blood gushes out of the catheter when the cannula is withdrawn.users complain that blood gushes out of the catheter when the cannula is withdrawn.

Manufacturer narrative:
The 2 representative samples and the 2 samples without packaging returned pass the visual inspection and catheter adapter leak test, no abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitor.